Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data indicated that the device battery was depleting more quickly than expected; a boston scientific technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. Available records indicate that this device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data indicated that the device battery was depleting more quickly than expected; a boston scientific technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. Available records indicate that this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.